Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was malfunctioning for some time. The customer had already reverted to manual injections due to the insulin pump failing to delivery insulin. The customer's blood glucose was 412 mg/dl. The customer stated that he had gone through three boxes of infusion sets. The customer stated that he knew to rotate his insertion site and had changed the infusion set multiple times in one day. The customer stated that he attempted to bolus into the air, but insulin did not exit. The customer stated that his healthcare provider advised to receive a new insulin pump. Advised that a replacement insulin pump and replacement infusion sets would be sent. Advised to contact healthcare provider if his high blood glucose levels persisted. Nothing further reported.